Event description:
User facility states device became hot. The heat was felt where the user's hand was. The device progressively became hotter and it did not sound right. No injury reported to user or pt.